Manufacturer narrative:
1. DHR/bhr review(lot#3171580): 1)this batch of products were assembled at intima ii auto line 2 in july 2023, and packaged at r240 package line in july 2023. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 4)the pinch clamp batches used in this batch of products are 3177012, 3177014, review the raw material inspection records, no abnormalities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for pinch clamp sealing test and pinch clamp pinching force test, and the test results meet the product specifications. Please see attachment for the test reports. 4. It was found in previous tests that when the extension tubing was not centered in the pinch clamp, the pinch clamp could not be fully acted. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the defect of the complained sample cannot be identified, the usage is unknown, the root cause cannot be determined, and the plant will continue to track and trend for this issue. H3 other text : see narrative.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc was difficult to clamp the following information was provided by the initial reporter; after puncturing the patient's indwelling needle, the nurse found that the extension tube was still able to travel with fluid when she clamped the tube closure clip and failed to close the tube. Complaint response letter and acceptance letter needed, green claim needed, sample could not be returned, photos available